Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion issue event on 23-feb-2026. The infusion set occlusion alarm recurred and insulin on board was affected. The blockage was located in the tubing. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.